Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed due to lens damage and partially broken light guide adapter. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: wrong light guide adapter was installed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the telescope, 5.4 mm, 30°, autoclavable had defects or damage inside the optical device (e.g. Defective lens). There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a blurred and dark video due to lens damage and partially broken light guide adapter. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the issue was caused by excessive force by the user. Olympus will continue to monitor the field performance for this device.